Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 150 units of insulin, and the following morning, the insulin gauge decreased to a fill estimate that was lower than what the customer expected to see. The customer was unable to recall the exact fill estimate value; however, the customer reported that the fill estimate then increased and, at the time of the reported event, displayed an accurate fill estimate of 120 units. The customer declined to perform troubleshooting with tandem technical support. The customer's blood glucose level ranged from 156-225 (mg/dl).